Event description:
Procedure: unk. Reportedly, a piece of the sheath broke and fell into the pt's abdomen. The piece was retrieved by the surgeon. The same instrument was used to complete case. No pt injury reported.